Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.(B)(4).

Manufacturer narrative:
Date sent to the FDA: 1/12/2016,it was reported that patient underwent a placement of unknown mesh, vaginal vault sacrospinous suspension and open laparoscopy with enterolysis and excision of endometriosis on (B)(6) 2007 due to dyspareunia and prolapse after hysterectomy. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion - no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the pt underwent a gynecological procedure on (B)(6) 2008 and that mesh was implanted into the pt. It is reported that the pt experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone add'l surgeries and revisionary procedures. No add'l info is provided at this time.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted due to pop. It was reported that following insertion the patient experienced urinary/bowel problems, dyspareunia, and pulling and catching on the inside when bending over. No additional information was provided.